Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate shock therapy for incorrectly detected ventricular fibrillation due to far r-wave oversensing. The r-wave sensing oversensing was a result from the right ventricular output setting below the capture threshold. The patient expired not related to the device. The device was extracted. No further information is available.